Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support to reset the pump, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.